Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Event description:
It was reported that during a t8-ilium posterior fusion procedure, the threads on the nut broke as the surgeon performed final tightening using the socket wrench with l-handle instead of the torque limiting handle. The surgeon removed the nut and the screw and replaced it with a standard uss screw to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code: mni, mnh, kwp, kwq. A review of synthes device history records for manufacturing revealed no complaint related issues. Product development evaluation revealed that the nut was returned in good condition. The first thread shows evidence of having been engaged with the mating part but is not damaged. The polyaxial head, screw and polyaxial head holder were also returned. The polyaxial head is broken off the screw and the threaded portion that mates with the nut is stuck on the end of the holder. The base of the polyaxial head is still on the screw head and the screw is undamaged. The design is acceptable and, as noted in the complaint report, the torque wrench was not used for final tightening. The technique guide, of the uss system, notes that the 12 nm torque wrench must be used for final tightening. The breakage noted was due to over tightening because the torque limiting handle was not used as required. Therefore, this complaint is deemed invalid.